Manufacturer narrative:
Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3389-40, lot# 0209204209, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead, product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient experienced an "infection around the brain lead/extension connection point." It was further reported the "infection was a result of scratching of scabs around the brain lead/extension connection point." The patient's full deep brain stimulation (dbs) system, including the leads, was removed as a result of the event and the issue was resolved. It was noted the patient's system was to be replaced in the future. A supplemental report will be filed if additional information is received.